Event description:
It was reported that the patient was unable to charge the implantable pulse generator (ipg). The patient underwent an explant procedure. The explanted device was not returned. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred several years prior to the date the manufacturer became aware.